Event description:
It was reported that a lead integrity alert (lia) triggered for oversensing on the competitive lead. During the replacement procedure, the lead was inspected, but no damage could be seen. Out of precaution, the physician removed and replaced both the lead and the implantable cardioverter defibrillator (ICD). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5554-53. Implantable pacing lead, 2012 (B)(6); 7122q, competitive implantable tachy lead, 2012 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analysis was performed. No anomalies were found. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.